Manufacturer narrative:
A complete lead was returned in one piece measuring 58.2 cm for analysis with a stylet stuck inside and the helix retracted and clogged with dry blood/tissue. Visual and x-ray examination found the lead was bent at 57 cm from the connector pin with the outer and inner coils stretched and bent due to procedural damage. Electrical testing did not find any conductor fractures or internal shorts. The reported event of abnormally curved lead tip was confirmed due to procedural damage and the reported events of high capture thresholds and high pacing impedance were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Serial number should have been (B)(4) instead of (B)(4), lot number should have been p000082861 instead of p000082429, should have been (B)(6) 2019 instead of (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a pacemaker implant procedure. Upon positioning the right ventricular lead, the physician noted the lead tip had an abnormal curve with high capture thresholds and high pacing impedance. The physician exchanged the lead while the chest pocket was open. The patient was in stable condition.